Manufacturer narrative:
(B)(4)

Event description:
According to the reporter, during a low anterior resection, the jaws did not fully straighten during the device function check, prior to use on a patient. Another device was used to complete the procedure. No injury or adverse event was reported.